Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. On (B)(6) 2013 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2012 at 10:30 am the patient experienced the symptoms of ¿feeling hot and cold¿, dizziness and shaking. The patient reported returned home and at 12:30 pm, while symptomatic, obtained the blood glucose reading of 138 mg/dl on the reported meter, and a reading of 69 mg/dl on another manufacturer¿s meter. The patient administered self-treatment by consuming food and glucose tablets, and felt better afterwards. She did not seek any medical attention. Earlier on the day of this event, the patient had obtained a fasting blood glucose reading on the reported meter of 111 mg/dl. The patient¿s expected fasting glucose values range from 98 mg/dl to 111 mg/dl. Afterwards the patient had taken her usual dose of the oral diabetes medication diamicron (glipizide) and eaten breakfast. No information was provided about the patient¿s testing technique or the condition of the test strips used. The meter and test strips were replaced. Although the patient¿s symptoms began prior to the meter issue, the patient experienced symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining an expected fasting blood glucose reading on the reported meter, and received treatment with glucose to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (07/18/2013)-product evaluation: the subject meter was returned on 07/09/2013 and analysis completed on 07/16/2013 by lifescan product analysis. The reported inaccuracy complaint could not be reproduced in the laboratory. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. Test strip lot#: not provided.